Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during pre-operative planning the shim was found to be missing a ball bearing.

Manufacturer narrative:
Visual inspection of the returned product confirmed that one each of the ball bearings and the associated springs were missing from the persona tibial articular surface shim. Measured dimensions on the component were conforming to print specifications. Minor scuffs on the distal/proximal surface were identified. However, no visible evidence of product abuse is present. This device is used for treatment. The investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball bearing and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action on december 11, 2014.